Manufacturer narrative:
Ortho care tsc recommend the customer perform monthly maintenance to decontaminate the probe prior to testing and to repeat questionable samples. The customer performed monthly maintenance. Ortho care was able to confirm that there have been no observed events of erroneous or discrepant results being reported today.

Event description:
The customer reported that the wash solution b line was switched with the wash solution a line. Testing was performed for approximately one day with the wash a and wash b lines switched. No incorrect results were reported. (B)(4.